Event description:
Information received does not address the patient's clinical status but that a transtelephonic monitor noted loss of capture. During an office visit, interrogation showed dashes (---) for most parameters and communication was intermittent. The device was successfully programmed to 5v to restore capture, but the dashes remained. Emergency vvi resulted in pectoral stimulation and an increased current drain up to 85ua. The device was replaced.